Event description:
Per the clinic, the patient was hospitalized (date not reported) due to an episode of meningitis (specific date not reported). Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 14, 2023.